Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill five of five of peritoneal dialysis (pd) therapy. During the troubleshooting, there was a leak identified during use of a homechoice cassette. The leak was further described as ¿wet under the heater bag¿. Renal therapy services assisted the patient with clearing the alarm and advised the patient to contact their nurse regarding the missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded by the customer and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported during use of a homechoice cassette which is known to cause this alarm. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.